Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. Upon investigation, the response buttons were not able to activate the monitor. As received, the rear response button cable was cut. The cause of the non-functional response buttons is the damaged cable. The root cause of the cut cable cannot be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.